Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source after removal due to cremation. Information identified in the manufacture's data base indicated the patient died approximately eight months post implant of the ICD and lead. A cause of death has been requested and not be received.

Manufacturer narrative:
Analysis of the device and lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A correction has been made on the device (B)(4). Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku.

Manufacturer narrative:
The recall code has been removed as there is no remedial action code for this device. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.